Event description:
It was reported that a patient had their generator explanted in (B)(6) 2017 because the patient's device was at eos and no longer wanted the device. It was later identified through a periodic review of the manufacturer's programming history database that the patient had high impedance on a system diagnostics test on (B)(6) 2016. It is unknown if the patient's lead was explanted. No further relevant information has been received to date.